Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon second inflation at 8atm. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported post procedure.

Manufacturer narrative:
E1. Initial reporter city: hiroshima city, hiroshima pref.